Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed human thyroid stimulating hormone (tsh) results for multiple patients generated using the architect tsh reagents. The following data was provided. The customer uses normal range 0.35 to 4.94 uiu/ml. Sid (B)(6) initial < 0.1050, repeat 0.8785. The repeated value (0.8785) was reported out of the laboratory. Sid (B)(6) initial 0.2554, repeat 0.6181. Sid (B)(6) initial <0.1050, repeat 3.3347. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a device history review, a review of labeling, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.